Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA# (B)(4) to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text: see h.10.

Event description:
It was reported that 60 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate were observed after centrifugation with a thinner mononuclear cell layer, and the peripheral blood mononuclear cell yields at "about 0.5 million per ml" of whole blood collected were "far less" than the "expected range". This complaint was created to capture 1 of 3 related incidents. The following information was provided by the initial reporter: "pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range. We are identifying that at centrifugation after blood sample collection, the mononuclear cells layer is thinner that we observed previously at another pbmc isolation study using cpt tubes. Also after wash by dpbs and other wash medium, cell pellets seem to be less. Pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 60 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate were observed after centrifugation with a thinner mononuclear cell layer, and the peripheral blood mononuclear cell yields at "about 0.5 million per ml" of whole blood collected were "far less" than the "expected range". This complaint was created to capture 1 of 3 related incidents. The following information was provided by the initial reporter: "pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range. We are identifying that at centrifugation after blood sample collection, the mononuclear cells layer is thinner that we observed previously at another pbmc isolation study using cpt tubes. Also after wash by dpbs and other wash medium, cell pellets seem to be less. Pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range."